Event description:
The following information was received from global pharmacovigilance (gpv) and is a consumer report with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On (B)(6) 2007, the patient began treatment with dianeal pd4 ambuflex and on an unreported date, the patient began extraneal viaflex (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date in 2011, the patient experienced peritonitis. The cause of the peritonitis was the patient's cat that chewed on the tubing. On (B)(6) 2011, follow-up was received from the pd nurse. It was reported that on an unknown date in (B)(6) 2011, the patient was diagnosed with peritonitis and was not hospitalized. Dianeal and extraneal therapies were ongoing. No further information was received at the time of this report. On (B)(6) 2011, baxter product surveillance received the following updated information from the pd nurse (pdn). The pdn clarified that the date of the peritonitis occurrence was an unknown date in (B)(6) 2011. Pdn stated there was no exit site or tunnel infection associated with the unspecified peritonitis. The patient was treated with unspecified antibiotics. On an unreported date in 2011, the patient recovered. Concomitant medications were not reported. The pdn reported that the patient's event of peritonitis was caused from the cat chewing on a peritoneal dialysis line. The nurse declined to provide any further information and was not sure which part of the peritoneal dialysis lines the cat chewed through. The pdn stated that the cause of the peritonitis was not related to a baxter solution or device. On (B)(6) 2011, product surveillance spoke with patient regarding the event of peritonitis. Patient reported that he has had one event of peritonitis in (B)(6) due to his cat chewing through the patient line (cassette line) during peritoneal dialysis therapy. Patient denied having a peritonitis event in (B)(6) 2011. Reviewed proper procedure regarding pets in the same room during peritoneal dialysis therapy and patient verbalized an understanding.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error of breach in aseptic technique stated in the baxter global pharmacovigilance report; the patient had a pet in the room while performing therapy, which chewed on the tubing of the disposable set. A review of all batch record documents was performed for the potentially associated lot with no issues noted during the manufacturing process. There were no deviations from standard procedure. Per the labeling review, the instructions listed in the patient at home guide for the homechoice device state , "contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. To reduce this risk do not perform dialysis in the same room as pets or animals." Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.